Manufacturer narrative:
The device referenced in this report has not been returned to olympus medical systems corp. For evaluation, but returned to olympus (B)(4). The subject device was sent to an independent laboratory and microbial culture test on the subject device was conducted. The test result was negative for microbes. The exact cause of the event could not be conclusively determined at this moment. If additional and significant information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of routine microbiological testing by the user facility, the microbes were detected as follows from the subject device. The user facility also reported that the subject device had been reprocessed using peracetic acid and a non-olympus automated endoscope reprocessor made by soluscope. There was no patient infection associated with this event reported. 1st time: on (B)(6), 2017, channel: over 72 cfu / 100ml (klebsiella pneumoniae, pantoea agglomerans). 2nd time: on (B)(6), 2017, channel: 74 cfu / 100ml (pseudomonas aeruginosa).